Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 49 mg/dl. The customer reported that the buttons were not responding. It was reported that they had recurring frozen display. It was reported that the status screen, main menu, up and down arrows were not responding. The customer stated that they got a bolus not delivered alarm. Customer reported that they were unable to clear the alarm. The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08715 inches. Device was programmed with multiple test boluses and monitored. All boluses delivered properly. No bolus stopped alarm or bolus not delivered alarm noted. Device has been programmed with the correct time/date and monitored for 10 (ten) days. No time loss/gain anomaly, frozen screen anomaly, partial display anomaly or blank display anomaly noted. The time advance properly during testing. All buttons function properly. No unresponsive buttons or stuck button alarm/button error alarm noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked.